Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer 2.1, which had previously been functioning properly, failed to open around 5 pm. There was no prompt indicated a need to recover storage space. The user was able to temporarily free the drawer by tapped it; however, drawer 2.2 subsequently experienced the same issue. The customer confirmed that no storage space recovery option was available. Troubleshooting steps included logged in and out, during which 4 out of 5 solenoids could be heard activated, as well as rebooted the system, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.